Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Grade 2 primarily upper right quadrant abdominal pain after 12 tace and grade 3 after 3 tace [abdominal pain upper]. Transient paralytic ileus [ileus paralytic]. (B)(6). Case description: initial information received on 14-sep-2015: this literature case report was published in 2009 in the journal in vivo by forentini et al. With the title "intra-arterial hepatic chemoembolization (tace) of liver metastases from ocular melanoma with slow-release irinotecan-eluting beads. Early results of a phase ii clinical study" and it concerned a phase ii clinical study between jan-2007 and jun-2008 on 10 patients affected by liver metastases (lm) from uveal melanoma (um). All patients (8 males and 2 females) with a mean age of 65 years received chemotherapy and immunotherapy for lm. Clinical evaluation was performed before the procedure and one month after tace by multi-detector-computed-tomography (mdtc). Follow-up assessments included verification of the clinical-laboratory status (marrow, liver and kidney function), mdtc, and CT scans. Concomitant medications include the following prophylactic treatments: intravenous hydration with 1000ml saline solution and 1000ml 5% glucose (to prevent renal failure), ranitidine 900mg (reduction of the risk of gastric and pancreatic toxicity), tropisetron 5mg (against nausea and vomiting), dexamethasone (against nausea and vomiting), morphine 1mg (against pain), intra-arterial lidocaine 5ml (against pain), and cefazolin 2000mg (against infection). All the patients were treated with tace-containing 100-300 or 300-500 microm dc beads (batch number and expiration date not reported) both preloaded with 100-200mg irinotecan (iri) for the treatment of liver metastases from uveal melanoma. Following recist (response evaluation criteria in solid tumors) criteria, 3 patients had a major response (metastases reduction of 90%), 3 patients had a reduction of 80%, and 4 presented a reduction between 60 and 70%. At an unspecified date, some patients experienced grade 2 primarily upper right quadrant abdominal pain (after 12 tace) and grade 3 (after 3 tace), as well as one transient (lasting 4 days) paralytic ileus and two cases of nonicteric hepatitis. No hematological toxicity and no alopecia was reported for these patients. Their median hospitalization was 3 days. Outcome of the events was not reported. The authors assessed the events (grade 2-3 primarily upper right quadrant abdominal pain, transient paralytic ileus, nonicteric hepatitis) as related to the treatment. Upon review, the company assessed the events as related to dc bead and as serious (hospitalization). Case comment: abdominal pain upper, ileus paralytic and hepatitis are considered unlisted as per dc bead instructions for use. The authors assessed the events (grade 2-3 primarily upper right quadrant abdominal pain, transient paralytic ileus, nonicteric hepatitis) as related to the treatment. Although the limited information on the case, the company considered also the events experienced by the patients as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Tha case is linked with (B)(4). (B)(4).

Manufacturer narrative:
Dc bead with irinotecan (100-200 mg) was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Transient paralytic ileus [ileus paralytic]. Right quadrant abdominal pain [abdominal pain upper]. Dc bead used for liver metastases from uveal melanoma [off label use of device]. Case description: initial information received on 14-sep-2015: this literature case report was published in 2009 in the journal in vivo by fiorentini et al. With the title "intra-arterial hepatic chemoembolization (tace) of liver metastases from ocular melanoma with slow-release irinotecan-eluting beads. Early results of a phase ii clinical study" and it concerned a phase ii clinical study between jan-2007 and jun-2008 on 10 patients affected by liver metastases (lm) from uveal melanoma(um). All patients (8 males and 2 females) with a mean age of 65 years received chemotherapy and immunotherapy for lm. Clinical evaluation was performed before the procedure and one month after tace by multi-detector-computed-tomography (mdtc). Follow-up assessments included verification of the clinical-laboratory status (marrow, liver and kidney function), mdtc, and CT scans. Concomitant medications include the following prophylactic treatments: intravenous hydration with 1000ml saline solution and 1000ml 5% glucose (to prevent renal failure), ranitidine 900mg (reduction of the risk of gastric and pancreatic toxicity), tropisetron 5mg (against nausea and vomiting), dexamethasone (against nausea and vomiting), morphine 1mg (against pain), intra-arterial lidocaine 5ml (against pain), and cefazolin 2000mg (against infection). All the patients were treated with tace-containing 100-300 or 300-500 microm dc beads (batch number and expiration date not reported) both preloaded with 100-200mg irinotecan (iri) for the treatment of liver metastases from uveal melanoma. Following recist (response evaluation criteria in solid tumors) criteria, 3 patients had a major response (metastases reduction of 90%), 3 patients had a reduction of 80%, and 4 presented a reduction between 60 and 70%. At an unspecified date, some patients experienced grade 2 primarily upper right quadrant abdominal pain (after 12 tace) and grade 3 (after 3 tace), as well as one transient (lasting 4 days) paralytic ileus and two cases of nonicteric hepatitis. No hematological toxicity and no alopecia was reported for these patients. Their median hospitalization was 3 days. Outcome of the events was not reported. The authors assessed the events (grade 2-3 primarily upper right quadrant abdominal pain, transient paralytic ileus, nonicteric hepatitis) as related to the treatment. Upon review, the company assessed the events as related to dc bead and as serious (hospitalization). Follow-up information received on 25-nov-2015: the author (physician) provided detailed information on the case of one specific individual patient within the group. This case will concern a (B)(6) year old female ((B)(6)) that underwent tace for liver metastases from uveal melanoma. Her medical history also included poor clinical conditions and stipsis. On (B)(6)-2007, the patient underwent tace with dc beads (batch number and expiration date not provided) for liver metastases from uveal melanoma. On (B)(6)-2007, the patient experienced upper right quadrant abdominal pain and transient paralytic ileus. The patient recovered from the event upper right quadrant abdominal pain on the same day ((B)(6)-2007) and from the event transient paralytic ileus on (B)(6)-2007. The author assessed the event upper right quadrant abdominal pain as related to the treatment whereas he did not assess the causality between the event transient paralytic ileus and the product. Both events were considered non-serious by the reporting physician. Upon review, the company assessed also both events as non-serious. Case comment: abdominal pain upper and ileus paralytic are considered unlisted as per dc bead instructions for use. The authors assessed the event upper right quadrant abdominal pain as related to the treatment but did not assess the event transient paralytic ileus causality. Although the limited information on the case, the company considered both events experienced by the patient as related. No additional information anticipated. This report is considered final. The case is closed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: (B)(4).